Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 116 mg/dl, compared with the sensor glucose reading of 83 mg/dl. The customer also stated that sometimes the insulin pump would suspend insulin delivery when she had low blood glucose levels. She reported that the insulin pump would not trigger the threshold suspend when her blood glucose reading went as low as 60 mg/dl. She advised that she would insert another sensor when she changed her set. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.